Event description:
It was reported that when the patient was implanted with the device, the electrode with combination 8-11 was difficult to insert. Post-operative impedances were high on this electrode. When checked again the next day by measuring impedances, the doctor concluded that the problem was with the device. Therefore, the device was explanted and replaced. The patient outcome was reported as no patient symptoms/injuries related to this event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.